Manufacturer narrative:
(B)(4) - if additional information becomes available a follow up emdr will be submitted. (B)(4)

Event description:
It was reported via email the pleurx valve came off of the catheter. According to information provided they inserted an aspira valve into the catheter to avoid having to replace the catheter. Reporter said the nurses were using bottles to drain (pleural) twice weekly and today, the nurse found the catheter clamped with a blue clamp and a missing valve. Cannot locate valve to send in. Dresses the catheter with it outside of the dressing. The catheter was placed there april 13 but he could not find the lot or identification number in the chart. They also place aspira but he believes this is a pleurx because the nurse reported that they were using "bottles". No additional information available.